Event description:
A report was received that the patient had her precision system explanted due to an infection at the pocket site. The patient's symptoms include redness, fever, and discharge at the pocket site. The patient was reportedly doing well after the surgical procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. The explanted devices will not be returned to bsn for evaluation. This is the final report.